Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion procedure at t10 to s1 levels. It was reported that the rod fracture was noticed above the s1 screw during measurement protocols when postoperative radiographic images from a clinic visit were reviewed, and the fractured rod fragment remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is unknown d1 / d4: product identifier is unknown g4: product identifier is unknown, hence 510k# is not available h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.